Manufacturer narrative:
The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement tests; it failed self test. The unit was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The unit was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. In particular no "lost sensor or "sensor signal not found" alarms occurred during testing. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor stopped working and lasted only three days. Customer stated that sensor had lost sensor signal alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.